Manufacturer narrative:
(B)(4). (B)(6) 2015. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection on the photograph was performed and could not verify the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked from the filling port of a large volume infusor after filling. There was no patient involvement. No additional information is available.